Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was at the store trying on clothes and she noticed the insulin pump was off. She stated that she put in a new battery and it seemed to be working but then the next day, when reconnecting the device after her shower, she found the display was blank again. The customer mentioned that she could not tighten the battery cap all the way in, her husband helped her but the device took 3 minutes to turn on. She stated that the display was blank less than 30 seconds. The customer confirmed that the battery cap did not have damage or corrosion. Blood glucose value was 150 mg/dl. The customer did not have a new battery to continue troubleshooting. She was advised to clean the battery cap, insert a new battery and call back if issue persists. The insulin pump was not replaced or returned for analysis.